Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Concomitant product: stockert 70 system (model# m-5463-01, (B)(4)) since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for a right sided atrial flutter with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis was performed and yielded an unknown amount of fluid. The patient was reported to be in stable condition at the time this complaint was reported. The patient did not require extended hospitalization as a result of this adverse event. The patient fully recovered. There were no factors cited that might have contributed to the event. Physician did not provide causality opinion. No transseptal puncture was performed. There is no information regarding sheath brand and size. Stockert generator was set at 45 watts. Overall ablation time at the site of injury was less than 10 minutes. Irrigated catheter flow set at 30 ml/min. The power was not titrated during ablation. There were no issues reported with the catheter. No error messages were observed on biosense webster equipment during the procedure.